Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was capped due to dislodgement. The atrial lead had pulled back and was unable to be revised. The md decided to place a new atrial lead. Should additional information become available, this file will be updated.